Manufacturer narrative:
Initial reporter email address: (B)(6). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "deflation on an unknown side."

Event description:
Healthcare professional reported unknown side "deflation." Device remains implanted.